Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set cannula kinked within three or more hours after insertion at thigh on (B)(6) 2025. The infusion set was in use for five to six hours. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). The information in this complaint (B)(4) has been evaluated. The batch 6006569 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the code soft cannula found kinked upon removal from infusion site. Test results: visual test according to wi version 03 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi-002688 version 02 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging the lot 6006569 was manufactured according to the wi version 27 in the line 1, on 12/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/apr/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006569 and no other complaint has been registered in database for the same lot 6006569 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.